Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy, and will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.